Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revise to address dislocation of hip, and replaced femoral head. Information on removed 28mm metal 14/16 taper head was not legible. Doi: (B)(6) 2020. Dor: (B)(6) 2020. Left hip.

Manufacturer narrative:
This is a duplicate report of 1818910-2020-08054. 1818910-2020-08266 is being retracted as it is report duplication. 1818910-2020-08054 will be kept for investigation purposes.